Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for evaluation. Upon visual inspection of returned pump, catheter just past the red handle was broken and only purge line was still intact. Electrical testing showed all three motor cable lines were open. No data logs were returned for analysis. Clinical details noted that patient was agitated and wrapped pump wire around foot and kicked it apart and catheter and red plug came apart. The root cause of the pump stop was due to an electrical open of all three motor cable lines from excessive movement from patient based on returned product analysis. D6a and d6b was erroneously entered on the initial manufacturer device report number 1220648-2025-28670.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient on impella 5.5 support woke up agitated wrapped foot in wire and kicked it apart. The catheter and red plug came apart, only visible part was still connected, the purge line. A pump stop occurred. The pump was pulled back across the aortic valve. Completely removed at bedside 30min later. The patient remained stable and the procedural outcome was the patient survived surgery.